Event description:
Reportedly during deployment of the xience v stent in a target lesion located in the left circumflex/obtuse marginal area, the balloon was noted on angio to extend approximately 1 mm past the marker just before the taper. The stent was implanted with no complications and the patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information. Patient age estimated.

Event description:
Subsequent to filing the initial MDR, additional information was received stating: when the stent was deployed, the ends of the balloon expanded approximately 1 mm more than expected outside of the stent.

Manufacturer narrative:
(B)(4). The reported appearance of a longer balloon during stent deployment may be the result of, but not limited to manufacturing, incorrect vessel diameter size measurement, incorrect marker band placement, or incorrect product size selection. Return of the xience v stent delivery system may have assisted in the evaluation and determination of cause of the reported difficulty. Although there is no indication of a lot specific product quality deficiency, a conclusive cause for the reported appearance of a longer balloon could not be determined.